Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial numbers (B)(6). At 4:27 a.m., a sample from the patient was tested using meter serial number (B)(6), resulting in a glucose value of 474 mg/dl. The patient was not at all symptomatic, so the customer decided to repeat testing of the patient using the second meter. At 4:35 a.m., a sample from the patient was tested using meter serial number (B)(6), resulting in a glucose value of 117 mg/dl. A sample collected from the patient at 4:57 a.m. Resulted in a glucose value of 103 mg/dl when tested using an unknown laboratory method.

Manufacturer narrative:
Medwatch field h6 coding updated.